Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system recently received an inappropriate shock and presented to the emergency department. The physician suspected an electrode dislodgement. Additionally, there was a concern about potential premature battery depletion, and the device was unable to the remote monitoring server. Boston scientific technical services (ts) was contacted and confirmed that the device was depleting normally and that the apparent drop in longevity was the result of numerous charges. The physician subsequently explanted and replaced the electrode and decided to leave the device in situ. However, even after replacing the communicator, the device was unable to connect to remote monitoring. At this time, the s-ICD device remains implanted, and it is currently unknown if the explanted electrode will be returned for analysis. No additional adverse patient effects were reported.